Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(4). The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in process. A follow-up report will be provided.

Manufacturer narrative:
Caridian bct internal ref: (B)(4). This customer did not provide a lot number, so a device history record search could not be performed. All lots must meet acceptance criteria for release. After following up for more information about this run, the customer stated that the platelet product was actually collected on a spectra instead of trima, therefore no specific donor or procedure information was provided by the customer as there is not an rdf to analyze. Root cause: this disposable set was unavailable for specific root cause analysis. Due to lack of investigational evidence, a root cause could not be determined for the elevated residual wbc count. Investigation evaluation and corrective actions are in process. A f/u report will be provided.